Event description:
It was reported that pump displayed recurring malfunction alarm with code malf 12, with at least three occurrences and no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it within 10 days, and was advised to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump under warranty.